Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On 11apr2026, 12apr2026, 13apr2026, and 14apr2026, while connected to the mobile power unit (mpu), power cable disconnect, low power hazard, and no external power alarms were active due to losses of ac power. The alarms resolved each time once ac power restored on its own. The backup battery provided power to the system as intended during each loss of power event. The alarms did not affect the system controller¿s ability to operate the pump at the set speed. The heartmate mpu (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU (doc. Rev. D) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc. Rev. A) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU, section 8- ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6- ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency room on (B)(6) 2026 for shortness of breath/heart failure exacerbation. The patient was receiving intravenous (IV) diuresis. They also noted 8 no external power alarms from 11apr2026 to 14apr2026. Log files were submitted for review which captured several low voltage hazard/no external power events in the log file. The last event occurred back on 14apr2026 and nothing since that time. It appeared that some of those events were due to the patient disconnecting both power leads at the same time, enabling the emergency backup battery (ebb) in the system controller until power was restored to the system controller. The other times were when using the mobile power unit (mpu) and losing total power enabling the ebb in the system controller until power was restored to the mpu. Those no external power events lasted about 20 seconds in length on average.